Manufacturer narrative:
MDR initial report submitted: 02/17/2009.

Event description:
According to the reporter: procedure is lap chole. Surgeon was using the device to dissect the gallbladder that was stuck on the liver bed when the device lacerated the liver. Bleeding occurred, but the amount of blood loss could not be reported. Cautery was used to stop bleeding. Or time was delayed approximately 10 minutes. Patient status is fine.